Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump received with loud motor noise during rewind due to faulty motor. The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube and minor scratched lcd window.

Event description:
It was reported via phone call that the customer had issues with insulin pump shutting down and unable to restart. Customer stated the insulin pump had a new battery installed and blank display occurs. Customer stated she rewinds the insulin pump and it makes a noise she has not noticed before. She stated there are blood knots and infection on site. Customer experience high blood glucose of over 400mg/dl. Customer is not comfortable wearing the insulin pump. Customer stated there is a crack on the reservoir compartment. Advised the insulin pump will be replaced.